Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen is frozen. The device was in use on a patient. There was no report of any adverse event to user or patient.